Event description:
Patient was undergoing a shoulder arthroscopy where the surgeon used a spinal block on the shoulder and arm. The pad for the rf generator was placed on the patient's thigh. The patient was feeling a shock in the thigh when power was applied. Surgery was completed using a shaver system. No negative affects to the patient.